Event description:
It is reported that the inserter stripped, causing the surgeon to insert a plastic liner instead of the originally planned metal one.

Manufacturer narrative:
This report will be amended when our investigation is complete.